Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: visual inspection revealed that the battery compartment was cracked extending from the case seal to the battery cap. The battery cap threads were found to be damaged and the cap was not able to be secured to the pump. Additionally, evaluation revealed that the display was dim and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and battery cap were damaged. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/04/2014.